Event description:
During atrial fib ablation procedure using cryo, noted frost build up at the connection of the cryo catheter and the coaxial cable. Also noted that goal temps were not reached. After two treatments, the company clinical rep notified and suggested changing out the coaxial cable, which was done. The problem continued, so the cryo catheter was removed. A new cryo catheter was used without problem. No harm to pt.